Manufacturer narrative:
No sample has been received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Every lot is verified that all required tests have been performed and all acceptance criteria were met at time of release. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. There are no adverse trends associated with the reported event. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Investigation has been completed based on current information. Based on the investigational findings the in-process controls and product acceptance criteria continue to be acceptable. Complaint trends are monitored for evidence of adverse trending of reported events and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic viscoelastic was used during the surgery and it was accumulated an patient experienced the corneal burn which required the medical intervention. The current outcome of the patent was not recovered.